Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, formation of the clip was incorrect and clip didn't close probably. A competitors device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n91486. The er320 device was not received for analysis. Only 1 conforming and 1 malformed clip were received. It could not be determine what may have cause the reported event. A photo was received and based on the photographic evidence the event description can be confirmed. The likely cause of the clip formation issue is the application for forces on the jaws or clips during the firing/loading stroke. Unfortunately the photos do not provide enough evidence to determine root cause. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.